Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: multiple call service 078 alarms were observed in the pump's black box history. During testing, the pump performed the prime steps with no call service alarms occurring. The pump was exercised for 24 hours no alarms observed.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a call service 078 alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.